Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater than 600 mg/dl) (strip lot 551886, vial 1) and 95 mg/dl (strip lot 551886, vial 2). Customer used two vials of the same lot of strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.